Manufacturer narrative:
Pump received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. Unable to perform the self-test and displacement test due to a constant blank flashing white light on the display. Found moisture damage to force sensor during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, damaged display window cover, cracked lcd controller(pcb1), cracked glass, corroded battery tube, corroded motor home switch. Flashing white display and audio anomaly noted due to vertical cracked lcd controller. Cosmetic damage at lcd glass was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the screen and pump vibrating/beeping. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported an audio/vibrate anomaly. Pump continued to sound after battery was removed and pump was placed in storage mode. Pump will be rested for 2 hours without battery. No harm requiring medical intervention was reported. Customer was advised to discontinue using the pump. Mmt-1884 was requested and customer response was the device will be returned.